Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer healthcare provider reported via phone call that their insulin pump alarmed failed battery test. Troubleshoot was performed partially. Customer did not recall blood glucose level at the time of incident. Customer healthcare provider also reported weak battery. The type of battery the customer was using is unknown, customer healthcare provider will call back to clarify. The insulin pump will not be returning for analysis.